Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline shield failed to open distally. The patient was undergoing treatment for an unruptured aneurysm located in the left para ophthalmic segment of the left ica which had previously been treated. The patient's vessel tortuosity was moderate. The landing zone was 4.75mm distal and 4.75mm proximal. It was reported that the middle of the pipeline was positioned in a bend, and more than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. No additional steps were taken to open the device. The pipeline was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure showed that the pipeline looked open and good, and the physician was satisfied. The devices were prepared according to the instructions for use (IFU). It was noted that the patient had an existing pipeline construct in right ica done in 2020 with a 4.5 x 20 pipeline flex and 5.0 x 18 pipeline flex. It was discovered that the distal pipeline was not open and was getting worse. They used a balloon to try an open, and when it didn¿t work, they added an additional pipeline shield.

Manufacturer narrative:
H3. Product analysis: equipment used: vis m-81805 203cm ruler m-83360. As found condition: the pipeline flex shield braid was returned for analysis within a shipping box; within an opened pipeline flex shield inner pouch; and within a small plastic bio-pouch. There was no puswire returned with the device. Visual inspection/damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex shield braid appeared to be not fully opened and moderately frayed. The other end of the pipeline flex shield braid was found fully opened and moderately frayed. No other anomalies were observed. Testing/analysis: none. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) as the device was resheathed. In addition, the proximal and distal ends could not be identified. It is likely that the patient tortuous anatomy may have contributed to this event. There was no non-conformance to specifications identified that led to the reported issue. H6. Coding updated based on analysis results. Associated with MDR # 2029214-2022-01259. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the braid did not collapse. The pipeline would not open fully distally. There was no in stent stenosis. The cause of the event was not determined.